Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, diagnostic imaging was taken of the left ventricular lead and externalization was noted. The lead was left implanted and the patient will continue to be monitored and was in stable condition.